Event description:
As reported to coloplast though not verified, multiple patients (44) implanted with aris trans-obturator tape and expereinced (but not limted to) mesh erosions,dense adhesions, worseing dyspareunia, pain, infection, permanent disfigurement, and multiple surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.